Event description:
135 degree dhs plate implanted for subtrochanteric fracture, left proximal femur broke 4.5 months post operative, when the pt stepped in a hole. Plate was removed and replaced with a longer plate.

Manufacturer narrative:
No conclusions can be drawn as the product was not returned for investigation.